Manufacturer narrative:
Batch review performed on 09-aug-2023. Lot 2214103: (B)(4) items manufactured and released on 02-aug-2022. Expiration date: 2027-07-12. No anomalies found related to the problem. To date, 23 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At 5 months from the primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revise the poly. The surgery was completed successfully.